Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement greater than 125 ohms. Technical services (ts) reviewed remote monitoring data and it appeared that shock impedance trends went out of range once a year, but mostly remained in the 80-90 ohm range. This ICD and rv lead remain in service. No adverse patient effects were reported.